Manufacturer narrative:
The device history record for this lot was reviewed and showed that this product met all manufacturing specifications for product released for distribution. The monofilament and the connector pins were verified to meet the design specifications. No issues were identified that would have impacted this event, and no similar complaints were found for this lot. The returned product did not identify a root cause for the separation of the myocardial needle from the wire. This type of fracture is inherent to the handling of the product. Before sterile packaging, both the curved and thoracic needles are inserted into a silicone tubing; it is very unlikely, given the manufacturing handling, and amount of inspection applied to the product, that the monofilament had been delivered damaged in the sterile package.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4)

Event description:
Medtronic received information that during the preparation of this temporary pacing wire, the perfusionist noticed the myocardial needle had separated from the wire. The device was replaced to complete the operation. There were no adverse effects on the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.